Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient complained of no external power and low voltage alarms while using batteries. The main system controller was replaced to the backup controller, so two log files were submitted for review. 8 batteries and 4 battery clips were also exchanged. The event log file captured no external power events due to weak connections between the batteries and battery clips on both leads at the same time. There was no interruption in pump support during these events. The log file captured low flow events and there were also several low flow flags which did not persist long enough to trigger a low flow alarm. There did not appear to be any type of equipment issues causing these events. The low flow events seemed to be a patient hemodynamically related issue and not a device related issue. The log file ended with the driveline being disconnected.

Event description:
It was additionally reported that exchanging system controller resolved the no external power alarms, and exchanging the batteries and battery clips resolved the low voltage alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The system controller (serial number: (B)(6)) was returned for analysis. A log file was submitted for review and data from the reported event date of 10aug2024 was reviewed. At 21:24:31 while connected to battery power, a no external power alarm activates due to a drop in voltage on both power leads. The no external power alarm resolves at 21:24:34 when power to the white lead is restored. No external power alarms due to sudden drops in voltage are also active at 21:24:35 and 21:25:46. The driveline is disconnected for the reported system controller exchange at 21:26:12. The backup battery provided support to the system during the no external power events. There were no other notable events active in the log file. The system controller (serial number: (B)(6)) was functionally tested and passed all testing. The system controller was able to run a mock loop for an extended period. The reported no external power alarm was not reproduced. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook (rev. C, section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. Heartmate 3 patient handbook (rev. C) and heartmate 3 instructions for use (IFU) (rev. A) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain that at least one system controller power cable must be connected to a power source at all times. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with no external power conditions. The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook (rev. C - section 6 "equipment maintenance¿) describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. No further information was provided. The manufacturer is closing the file on this event.